Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, during the 2nd treatment the needle would not retract back into the shaft. The physician tried to retract needle several times by pushing the button on the shaft. The procedure was completed with another delivery device without patient complications.